Event description:
It was reported that stent damage occurred. Vascular access was via right femoral artery. The 80% stenosed target lesion was located in the left vertebral artery. A 4.0mmx15mmx150cm express vascular sd was selected for use. During the procedure, the stent was delivered into the body along with the guidewire, however it could not cross the lesion smoothly even after many attempts, so the stent was removed. Consequently, the stent was deformed. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the stent strut over the balloon was deformed.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B5. Describe event or problem: added information, based on additional information.

Manufacturer narrative:
E.1. Initial reporter phone: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was via right femoral artery. The 80% stenosed target lesion was located in the left vertebral artery. A 4.0mmx15mmx150cm express vascular sd was selected for use. During the procedure, the stent was delivered into the body along with the guidewire, however it could not cross the lesion smoothly even after many attempts, so the stent was removed. Consequently, the stent was deformed. The procedure was completed with another of same device. There were no patient complications as a result of this event.